Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified therapeutic procedure, the subject device was used. The image disappeared during the procedure. E218 (that error means the endoscope is damaged) was displayed. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the disappearance of the image.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. Reported e218 error code means that the endoscope is damaged. Based on an evaluation result and reported information, omsc surmised that the failure phenomenon was attributed to the endoscope which was used in combination with the subject device. The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device.